Manufacturer narrative:
G4: 22jul2020. B4: 28jul2020. Touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
It was reported that the unit had a touchscreen failure and a software update. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and updated the software to revision 2.30. The issues were resolved.